Event description:
Caller reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Customer was guided through a complete pump reset by technical support, and after the reset, the cgm error code did not reappear, allowing the caller to successfully start their sensor session.